Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs (B)(4) sleep) issue. It was reported that a cs-052 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/04/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the reported 'call service alarm' issue could not be adequately investigated due to unresponsive keypad buttons; no conclusions could be determined in regards to the reported 'call service alarm' issue. Several cs-052 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the pump history and black box data. The pump powered on with no alarms present. Some of the keypad buttons were found to be unresponsive due to internal moisture damage; these issues were documented under pi# (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.